Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received six appropriate treatments which converted the arrhythmias to a slower rhythm and one inappropriate treatment.   The device was started up at 22:57:46 on (B)(6) 2022. At 23:36:45, an arrhythmia was detected. ECG shows vt @ 260 bpm. At 23:37:24, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 270 bpm. The post shock rhythm was sinus rhythm @ 60 bpm with pvcs. At 23:39:48, an arrhythmia was detected. ECG shows vt @ 260 bpm. At 23:40:22, the patient received the second appropriate treatment. The rhythm at the time of treatment was vt @ 280 bpm. The post shock rhythm was sinus rhythm @ 70 bpm with motion artifact. At 23:47:02, an arrhythmia was detected. ECG shows vt @ 250 bpm with an escape beat. At 23:47:36, the patient received the third appropriate treatment. The rhythm at the time of treatment was vt @ 270 bpm. The post shock rhythm was sinus rhythm @ 60 bpm with pvcs. At 23:48:09, the patient received the inappropriate treatment. The rhythm at the time of treatment was sinus rhythm @ 80 bpm with pvcs. The post shock rhythm was sinus rhythm @ 60 bpm with pvcs/bigeminy. At 00:11:42 on (B)(6) 2022, an arrhythmia was detected. ECG shows vt @ 270 bpm. At 00:12:16, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vt @ 270 bpm. The post shock rhythm was sinus rhythm @ 70 bpm. At 00:14:15, an arrhythmia was detected. ECG shows vt @ 250 bpm. At 00:14:48, the patient received the fifth appropriate treatment. The rhythm at the time of treatment was vt @ 280 bpm. The post shock rhythm was sinus rhythm @ 80 bpm with pvcs. At 00:16:31, an arrhythmia was detected. ECG shows vt @ 280 bpm. At 00:17:05, the patient received the sixth appropriate treatment. The rhythm at the time of treatment was vt @ 280 bpm. The post shock rhythm was sinus rhythm @ 80 bpm. The device was shut down at 03:31:12 on (B)(6) 2022.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.